Manufacturer narrative:
A product investigation is in progress.

Event description:
Had to pick clumps of cotton out of my vagina [foreign body in reproductive tract]. Tampon fell apart [device breakage]. Case description: consumer reported via e-mail that tampons fell apart while inserted. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Had to pick clumps of cotton out of my vagina [foreign body in reproductive tract] . Tampon fell apart [device breakage]. Case narrative: consumer reported via e-mail that tampons fell apart while inserted. No serious injury reported.